Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a t2 gtn surgery, the radiolucent drill bit broke at the base. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully using a backup device.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during a t2 gtn surgery, the radiolucent drill bit broke at the base. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully using a backup device.